Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high left ventricular outputs. The device was explanted and replaced. It was also noted that the patient's left ventricular (lv) lead had high thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.